Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up visit, suspected t-wave oversensing (twos). The patient did not receive any inappropriate therapy and the twos occurred during an atrial tachycardia (at) event and seemed to p-align with p-waves. Upon inspiration, it appeared the lead coil is located very close to the tricuspid. Reivew of other episodes seemed to show the p-waves did not align with the twos. The shock electrogram (egm) showed no evidence of oversensing. The technicians performed a number of programming changes, and an x-ray was taken. Data review was requested by technical services and evidence of intermittent twos was confirmed as one or two beats were identified in a stored event. Sensitivity is currently programmed nominal at 0.6mv; however, upon review of the t-wave amplitudes, measurements have been 1.0-1.15mv at times and adjusting the sensitivity may not completely resolve the clinical observations. Due to the varying t-wave measurements, there could be other contributing patient factors. Evaluation of the detection times and consideration of a slight prolongation could be a consideration should the frequency of oversensing increase. The atrial tachycardia response (atr) events where the oversensing was more prevalent were approximately one month ago and since that time, the evidence of oversensing appeared to be infrequent. Additional alerts could be added to the remote monitoring communication. No adverse patient effects were reported, and this system remains in service.